Event description:
It was reported that on (B)(6), we were transporting a stretcher pt and the latch allegedly popped during the transport. As a result, the pt filed a complaint with the provider stating he was injured as a result of this event. The pt is alleging he was tossed during the transport and that the stretcher was damaged. The stretcher did not appear damaged, but because the care givers could not re-secure the stretcher again, they transported the pt via a wheelchair. No medical intervention was required for the pain that the pt allegedly felt.

Manufacturer narrative:
Customer evaluated device. Rail assembly.